Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, the device locked on the cystic artery and jammed, a second like device was used to complete the case. No patient consequence reported.

Manufacturer narrative:
Malformed clip. The analysis result for the el5ml instrument found that it was returned in good visual condition. The instrument was cycled and a double fed incident was noted, the following firings fed and formed the clips within manufacturing specifications. However, no jamming issues were found during analysis. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.